Event description:
It was reported that while the physician was reviewing the programming history and he states the pt was at 2.25/20/250/30/3 from (B)(6) 2007 until (B)(6) 2009 and then was reset to 0.25/30/500/30/5, but he does not know why or for how long. He interrogated the pt and was successful reading her current settings at 0.25/30/500/30/5/0/60/500. It is currently unk why the pt was set to these settings or if there was a software error. Attempts for further info have been unsuccessful to date.